Manufacturer narrative:
(B)(4). Report source: canada. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03457. (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip revision approximately twelve years post implantation due to elevated ion levels and vision impairment. Attempts have been made and no further information is available.

Event description:
It was reported that a patient underwent a left hip revision approximately twelve years post implantation due to rapid vision loss and elevated cobalt levels. During the procedure, metal debris was irrigated from the joint. While removing the stem, a cerclage wire was placed prior to removal, however a longitudinal fracture still occurred as the bone was fairly thin and the stem was well ingrown. The site was preserved and stabilized with cerclage wire and bone putty after the new stem was successfully placed. The initial cup remained intact and the other components were removed and replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; a2; b4; b5; b7; d4; h2; h3; h6 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; h2; h3; h4; h6. DHR was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed on (B)(6) 2008. The patient presented with rapid vision loss and elevated metal ions was identified from blood testing. A revision occurred on (B)(6) 2020, where the head, stem, and liner were revised. While removing the stem, a fracture occurred and cables were placed. The remaining cobalt particles were removed. The complaint was confirmed based on the provided medical records. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).